Event description:
A high readings issue was reported with use of the adc device. The caller reported "too high" sensor readings and the customer experienced symptoms of disorientation, trembling, and loss of consciousness. The customer had contact with a emergency healthcare professional and a healthcare meter result of 41 mg/dl was obtained as compared to a sensor reading of 211 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 1, which means sensor was in the storage state and had not been activated. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The caller reported "too high" sensor readings and the customer experienced symptoms of disorientation, trembling, and loss of consciousness. The customer had contact with a emergency healthcare professional and a healthcare meter result of 41 mg/dl was obtained as compared to a sensor reading of 211 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.